Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had discovered from meetings with their healthcare provider (hcp) that their ins had turned off a few times without them realizing. The patient could not confirm how the ins turned off, but they were under the impression that they may not have charged the ins enough which resulted in the ins turning off. Before calling patient services, the patient checked their recharger and noted that the icons indicated that their ins was turned on. During the call, the patient wanted to confirm that they were using the recharger correctly. As the patient went to get the recharger from different room, they mentioned that they "sometimes have difficulty walking" but they did not make any allegations regarding therapy. The patient started charging their ins and noted that 2 coupling bars were filled in. Pss reviewed how to reposition the antenna to get better coupling; the patient stated that they already knew how and that coupling was not an issue for them. The patient confirmed that the ins was turned on and the ins battery lev el was 100%. Pss reviewed that the external equipment was working properly and advised the patient to monitor their ins battery level with the patient programmer to prevent the ins battery level from getting too low.